Manufacturer narrative:
Perforation of the bowel is a known risk during endoscopic exams and interventions.

Event description:
Perforation of recto-sigmoid colon. Patient- (B)(6)-year-old, female with a tortuous colon and a fixed sigmoid colon due to previous oophorectomy and appendectomy. The endoscope and dilumen entered the anus and the doctor proceeded to introduce the endoscope/dilumen through the rectum and up into the sigmoid. Approx. 8 minutes later bleeding would be seen at the anus. After removing both dilumen and the scope, the scope was reinserted without dilumen, and a perforation (approximately 4 cm) was discovered in the area of the recto-sigmoid colon. The perforation was closed endoscopically and confirmed under fluoroscopy. There was no further sequelae from the incident. The attending doctor indicated that it was likely that aggressive navigation of the endoscope/device in a narrow and fixed sigmoid patient's anatomy caused the perforation and was not specifically device related.